Manufacturer narrative:
Visual analysis of the returned fiber revealed the aiming beam was extremely weak indicating the fiber was broken within the 'sub-miniature a' (sma) connector housing. Handling damage contributed to the weak aiming beam.

Event description:
It was reported to boston scientific corporation that during preparation for a ureteroscopy procedure using a flexiva 550 laser fiber (box 5), when the fiber was attached to the laser and the physician stepped on the foot pedal, the fiber made a 'horrible noise'. The blast shield was changed to no avail. The physician examined the fiber and it looked fine. The red aiming beam was not visible. A lumenis holmium 100 watt laser was used for the procedure with settings of 4 joules and 25 hertz. The procedure was completed with another flexiva fiber without any complications to the patient, who is reportedly fine post procedure. The event, as reported, does not constitute an MDR reportable malfunction; however, investigation of the returned device revealed an MDR reportable malfunction.